Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. Tech services explained a single out-of-range measurement may have be the result of electromagnetic interference (emi) or noise at the time of the measurement. There were no other signs of a lead integrity issue observed. The physician elected to perform no further testing and continue following the patient. No adverse patient effects were reported. This system remains in service.